Manufacturer narrative:
The device evaluation showed the following: the delivery catheter with the separated leading end and deployed stent graft were returned. Blood residues were seen on the separated leading end of the catheter, deployed device (stent graft), and in hub of the delivery catheter. The device appeared to have entered the patient. The deployment knob and attached deployment line had been pulled out of the delivery catheter, indicating the device had been deployed. The deployment knob and attached deployment line were not returned for evaluation. The vent cap of the delivery catheter had been removed and was not returned. The leading end of the delivery catheter (polyimide guidewire lumen) was separated at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. There was evidence of material from the polyimide guidewire lumen observed inside of the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The excluder® iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and undeployed catheter device must be removed together. Catheter breakage or premature deployment have occurred and may result in potential patient harms. The reported observations that ¿upon removal of the device from the patient it was noted that there was a gap of about 1-1.5cm between the leading olive and the edge of the graft itself¿ and the difficulties unloading the device from a guidewire could not be confirmed in the evaluation as the device was deployed and the leading end of the catheter had separated. Based on the available information and evaluation of the returned device, the cause for the polyimide guidewire lumen separation and deployment of the device could not be determined with the available information. However, use outside of the IFU (reported undeployed device through the introducer sheath), challenging anatomy (as reported due to some stenosis), kinked guidewire (as reported) was noted and may have contributed to this event.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a bi-lateral common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® lliac branch endoprosthesis (ibe). It was reported that the patient's left internal iliac artery had some stenosis, and the physician was unable to advance the internal iliac component past the stenotic area. The physician chose to withdraw the device and perform an angioplasty to the area. In the process of withdrawing the graft through the sheath the physician reported it was really tight and he had to draw back hard. Upon removal of the device from the patient it was noted that there was a gap of about 1-1.5cm between the leading olive and the edge of the graft itself. It was decided to change out the graft and to not use it. The physician reports when trying to remove the guidewire it got stuck there also. The physician then pulled harder and was able to remove it from the guidewire. Angioplasty of the stenotic area was performed and another device was then implanted without issue. Additionally, it was reported that a kink in the guidewire may have contributed to the difficult removal of the device from the guidewire. Upon receiving the specimen it was noted that the catheter shaft was actually broken during the procedure. The patient tolerated the procedure with good results.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.